Event description:
As reported for this event by the customer, during a therapeutic head and neck cancer resection procedure the device probe broke off and fell in the neck area of the patient. The broken piece has been retrieved. The procedure was completed with a new similar device. There is no harm or adverse impact to the patient.

Manufacturer narrative:
Full name of the facility is (B)(6). The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection of the device, it was observed that the probe was broken 16.5 mm from the tip. There was a mark of contact with the non-insulated part around the broken part. When checked, the fracture surface of the probe was broken starting from the contact mark. There was a mark of contact with the tip of the probe on the non-insulated part. The tissue pad was worn. The coating on the grip was peeling off. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. The seal & cut output was activated while the distal end of the grasping section was grasping thick tissues. 2. The probe was in contact with the tissue pad at the rear end of the the non-insulated of grasping section, causing the tissue pad to wear out. Also, it generated contact marks. 3. The output was continuously activated in state of above description 2, and a force was applied to the probe, causing the probe cracked. 4. A load was applied to the probe and it broke. This following information is included in the instructions for use (IFU): "do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." ¿do not activate output while grasping thick, harder tissue, such as the stomach wall, with the distal part of the probe tip. Otherwise, the grasping section (tissue pad) may be worn out partially. Continued use under this condition may result in exposure of the metal area of the grasping section and a scratch on the probe tip. This could lead the probe tip to breaking and falling off into the body cavity during the output.¿ ¿if the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.¿ olympus will continue to monitor the performance of this device.